Event description:
Per the audiologist's report, this pt experienced static and discomfort with his cochlear implant. The device was reprogrammed, but this only helped for a short time. The pt stopped wearing his speech processor. The surgeon explanted the device in 2006 and reimplanted a new device the same day.